Event description:
It was reported that three days after the iab was inserted, the pump experienced helium loss alarms. No blood was seen in the helium tubing. The pt was transferred to another pump without any complications.